Manufacturer narrative:
Additional information about the incident was received on 02/10/2020. However, the product in question or product from the same lot number have not been returned for further investigation. There has been a total of (B)(4) sold since 2012 with 5 total complaints recorded for similar occurrences. A follow up report will be submitted once we are able to evaluate the product in question.

Event description:
The disposable vein stripper broke inside the patient during surgery of the right greater saphenous vein stripping. The piece was retrieved by the surgeon in its entirety and was secured by the nurse for further documentation.